Event description:
It was reported that the user experienced frequent low glucose events with variable glucose control while using the ilet bionic pancreas with a dexcom g7 sensor and a steel infusion set, prompting a factory reset and additional training support. Symptoms included hypoglycemia during sleep with reported nadirs in the 40s and associated weakness. Outcomes included self-treatment with oral glucose. Investigation included data sync, guided troubleshooting, completion of a factory reset, and referral for training on system setup and operation. Investigation of this case revealed no device malfunction identified during troubleshooting; the event was attributed to unclear cause despite setup verification and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.